Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to branch vessel occlusion or obstruction, transient ischemic attack and reoperation.

Event description:
On (B)(6) 2019, a patient underwent a treatment of a thoracic aortic aneurysm with conformable gore® tag® thoracic endoprostheses. The proximal side of the device was deployed without covering of the left common carotid artery. Any migration and obstruction of blood flow was not confirmed by the angiographic image. The procedure was completed. The second postoperative day, the patient was occurred transient ischemic attack. A stenosis at the origin of left common carotid artery by the sleeve of the tgu373715j/ 20060386 was suspected. According to the physician, no device migration was noted. The left common carotid artery was partially blocked. On (B)(6) 2019, a percutaneous transluminal angioplasty for the left common carotid artery was performed, and a stent was placed. The patient tolerated the procedure. The patient was already discharged, and no issue has been confirmed at the routine follow-up.